Manufacturer narrative:
Pump received with broken reservoir tube lip and missing black o ring noted. Pump passed displacement test. The test reservoir p-cap was unable to lock in place. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir lip ring had crack. Customer reported that there was physical damage to the insulin pump's retainer ring and the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.